Event description:
Free-form account of what happened the patient entered the intensive care unit a few hours earlier intubated. During the treatment, the ventilator started to sound an alarm and the alarm sound could not be acknowledged at all. At the same time raised the frequency75. The patient was in asv mode. Event classification close incident (no personal injury) event type related to the device or its use estimated cause of the incident device / accessory / information system failure.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause of the complaint was determined to be a wrong configuration of which the user was not aware. In consequence the configuration was corrected. There was no patient or user harm reported.